Manufacturer narrative:
The investigation is underway.

Event description:
A user facility reported that a patient experienced acneiform eruptions following a fraxel dual face treatment. The user facility reported the event to a solta clinical specialist. The clinical specialist stated the patient experienced an acute, localized acneiform eruption on the chin approximately 48 hours post-procedure. The eruption was characterized by multiple inflammatory papules and pustules with associated mild to moderate erythema. The event was localized to the mental region. No other details were provided for the event. Solta medical reviewer reviewed available information from the event and determined the clinical presentation is consistent with an inflammatory response following fractional laser resurfacing. The medical reviewer examined an image of the patient¿s chin and lower perioral region. The affected area showed numerous small, raised papules and pustules clustered predominantly across the central and lateral portions of the chin. Erythema is evident surrounding the lesions, with no signs of ulceration or secondary infection. The distribution is localized, and the remainder of the visible facial skin appears unaffected. These findings are consistent with a post-procedural acneiform eruption. The event was assessed as a serious injury due to a possible requirement for treatment beyond the standard of care and thus meets reportability requirements.